Manufacturer narrative:
The user facility did not involve manufacturer´s service representative into examination of the device and potential repair measures after the reported event. No further information such as log file or detailed description of the event, types of generated alarms etc. Could be obtained. This does not allow a case-specific evaluation and no reliable conclusion in regard to the exact root cause can be made. In fact, it is even not known if a malfunction has occurred or not. A shut-down will occur when the device runs out of energy supply; this can have a lot of different root causes. The simplest explanation would be that mains supply was not available for whatever reason and that the device ran on battery until its full depletion. Another imaginable scenario would be that the device was put into operation with a discharged or overaged battery and that a mains power loss or malfunction of the power supply has led to immediate loss of energy supply causing a shutdown. Other explanations like environmental conditions or an infrastructure supply problem may apply as well and, a differentiation is not possible due to lack of information. There was no s/n transmitted; age of the device and its service status are unknown to draeger. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient the device suddenly shut down. The patient was connected to a spare device - no injury or serious impairment of patient´s state of health was reported.